Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/31/2017, that on (B)(6) 2017, the receiver ceased to function. No medical intervention was reported. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.